Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Post market vigilance (pmv) personal performed functional testing with the returned device. Visual inspection of the device found no defects. The device's jaw gap and electrical resistance were found to be within specification. The device was plugged into a test generator and was successfully recognized. The device was activated on simulated tissue ten times with satisfactory results. No alarms occurred during testing and no excessive heating was noted. The device passed hipot testing, showing that there were no abnormal electrical leakage issues. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy, there was a thermal spread from the side of jaws. There seemed to be more ¿snap crackle and pop¿ during the case and there were 3 white lines at the end of the case on the patient's anterior pillar mucosa. Thermal damage to the mucosa rather than burn. It was something he noticed but didn't require any treatment at the time or subsequently. The doctor will check the patient in a few days to see what the tonsil bed looks like. The patient had temporary injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy there was thermal spread from the side of the device jaws. There seemed to be snap ping/popping noises during the case and there were 3 white lines at the end of the case on the patient's anterior pillar mucosa. This was believed to be thermal damage to the mucosa rather than burn. It was something the doctor noticed but indicated that it did not require any treatment at the time or subsequently. The report stated the doctor planned to check the patient a few days after the procedure to see what the tonsil bed looks like.